Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose reading was over 100 points off from the blood glucose reading. Customer also reported that earlier in the day of the call, he had a blood glucose reading of 400 mg/dl. The customer was unable to complete troubleshooting and will not return the device for analysis.